Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2009 and passed self-tests up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum operating temperature throughout the history log. The device records multiple self-test fails due to a low battery between the (B)(6) 2010 and remained in fault mode until (B)(6) 2013 when the device was returned to a warmer environment. Multiple manual power ups of ten minutes duration were recorded in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken, including the excess current drain, would confirm a failing membrane. The green status led was found to be constantly lit between flashes. The fault could not be replicated with a new membrane fitted. Upon visual inspection dust or sand particles was found on the upper case surrounding the speaker. This along with the low temperatures would indicate adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.